Manufacturer narrative:
(B)(4). On (B)(6) 2012, the incident was identified and linked to an investigation was completed on (B)(4) 2012 and a deficiency was identified. (B)(4). Details were provided with the action that was conducted in cooperation with the us food and drug administration.

Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding pt/inr cartridges that yielded discrepant pt/inr results on a pt when compared to the lab instrument. I-stat, time: 11:14, inr 2.5 sample a; I-stat time: 11:27, inr: 1.1 sample b. Based on the info available at the time, there were no injuries associated with this event.